Manufacturer narrative:
A review of the complaint history for sn 16208248 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system reboot had occurred due to normal windows updates being applied. This indicated a scheduled/automatic os update and not a device fault. A field service engineer verified the timing of the reboot and windows update via remote support. No corrective action was required since the reboot was expected behavior. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis station had shut down unexpectedly and subsequently rebooted itself. However, there were no delay to patient care and adverse events or injuries reported based on this incident.